Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . On (B)(6) 2024 , the patient felt weak, was delusional and was vomiting. Although no specific cgm value was reported, the cgm values were "all over the place", and no bg fingerstick (fs) values were obtained at home. The patient's family member consulted emergency medical service (ems) and the patient was transported to the hospital for evaluation on (B)(6) 2024 . Treatment included unspecified intravenous (IV) medication, magnesium, and insulin via syringe. At some point at the hospital the patient stated she remembered the cgm value had been around 500 mgdl and a bg fs at the hospital was 255 mgdl. The patient's condition stabilized and she was discharged on (B)(6) 2024 . In a follow up call by the technical support representative on (B)(6) 2024 , the patient declined to provide clarification of bg and cgm values or further details about the event. No additional patient or event information is available. The reported glucose values fall within the b zone of the parkes error grid. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.